Event description:
It was reported that, "patient had primary cr triathlon and revision of cr poly done elsewhere. Surgeon placed a ps femur and poly while keeping the tibia and patella. Patient's pcl was removed and proceeded with removal of components to correct flex and ext problems."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.